Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had damage to the inside of the packaging and something that looked like thread or hair in the packaging.